Manufacturer narrative:
A product development evaluation was performed and stated:"there is no indication of issue with the devices but because it cannot be determined why additional screws were not used or the rod pre-bent, the complaint is indeterminate." Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the control examination on (B)(6) 2013 it was recognized that the head of the matrix screw (pre-assembled) was loose. Operation was approximately on the (B)(6) 2013 (no data available). Surgeon reported only verbally. This report is for an unknown screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional product codes: nkb, mnh, kwp and kwq. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number were provided. Placeholder.